Manufacturer narrative:
Product event summary: the mapping catheter, 990063-020 with lot number 214317219 was returned and analyzed. Visual inspection of the mapping catheter showed the shaft was broken at the lemo connector. No ECG signal wires were broken inside the shaft. The reported kink issue was not confirmed through data analysis but was confirmed through testing. The mapping catheter failed the returned product inspection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed that multiple injections were performed with two catheters on the date of the event without any issues. The reported kink issue was not confirmed through data analysis. Analysis of physical product is pending. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure, upon inserting the mapping catheter in the balloon catheter, the mapping catheter became kinked. The mapping catheter was then replaced with resolve. The procedure continued and the case was completed with cryo. No patient complications have been reported as a result of this event.